Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked, even though it was closed. The patient reported "a cracking noise of the integrated clamp when turning on and off." The transfer set had been in use for approximately three months. The set was exchanged for a new one to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and noted a broken occluder foot. Functional testing including clear passage was performed with no issues noted. Leak testing and clamp function testing failed due to the broken occluder foot. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.